Event description:
Patient representative reported ¿capsular contracture grade IV, deformity of the architecture of the breast¿ and ¿simple cysts less than 0.5 cm¿. Capsulectomy was performed. This record is for an unknown side. Device was explanted and replaced. Unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Patient representative reported ¿capsular contracture grade IV, deformity of the architecture of the breast¿ and ¿simple cysts less than 0.5 cm¿. Capsulectomy was performed. This record is for an unknown side. Device was explanted and replaced. Unknown if device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4.